Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue ++"), headache ("headache"), migraine ("migraine"), dyspepsia ("digestive problems"), tendonitis ("tendonitis") and myalgia ("muscle aches all over"). The patient was treated with surgery (implants had to be removed on (B)(6) ). Essure was removed. At the time of the report, the genital haemorrhage, fatigue, headache, migraine, dyspepsia, tendonitis and myalgia outcome was unknown. The reporter provided no causality assessment for dyspepsia, fatigue, genital haemorrhage, headache, migraine, myalgia and tendonitis with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue ++"), migraine ("migraine"), dyspepsia ("digestive problems"), headache ("headache"), tendonitis ("tendonitis") and myalgia ("muscle aches all over"). The patient was treated with surgery (the implants had to be removed on (B)(6)). Essure was removed. At the time of the report, the genital haemorrhage, fatigue, migraine, dyspepsia, headache, tendonitis and myalgia outcome was unknown. The reporter provided no causality assessment for dyspepsia, fatigue, genital haemorrhage, headache, migraine, myalgia and tendonitis with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.